Manufacturer narrative:
Additional information: h2, h3, h6. Investigation summary: the customer reported the device leaked during use. No patient injury was reported. A device history record review was unable to be completed as the lot was reported as unknown. The reported used device was returned for evaluation. Visual inspection and functional testing performed confirmed the reported issue of leak between the bag and tubing. The root cause was found to be related to the manufacturing/production process, specifically the rf sealing machine. Corrective actions have been taken to replace the rf sealing machine. No further action is required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that leakage occurred during use. No patient injury.